Event description:
Additionally, the healthcare professional reported that the ¿infection¿ returned and ¿migrated to beneath the eyes.¿

Event description:
Healthcare professional reported injecting a patient with an unspecified dermal filler. A month later, the patient experienced a ¿dental issue¿ and had an extraction the following week that notified the patient of ¿some other problem.¿ the patient visited an ent after talking with their general practitioner, who performed a cat scan. The patient experienced a ¿severe infection¿ in the cheek area that caused ¿pain, pressure, and edema/erythema¿ in the cheek and temple. The area was aspirated and some of the infection was drained out. The ¿swelling had burst and drained¿ before the patient saw the injector a month later and then happened again. The event is ongoing.

Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. This is a known potential adverse event addressed in the product labeling.